Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and mildly calcified lesion, located in the proximal right coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device was passing through a previously deployed non-medtronic stent . It was not possible to get it to the distal lesion. When pulling the resolute onyx drug eluting stent back through the previously deployed non-medtronic stent, the resolute onyx came off the balloon. A euphora ptca balloon was used to deploy the stent. The patient is reported as being alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.